Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds and the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was not as expected when the device reached recommended replacement time (rrt). The patient experienced an infection that delayed the scheduled replacement of the crt-d. The crt-d and lv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the lv lead outputs were reprogrammed to lower outputs to increase the battery longevity of the crt-d prior to the products being explanted.

Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d implant date: (B)(6) 2020, 5076-52 lead implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds and the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was not as expected when the device reached recommended replacement time (rrt). The patient experienced an infection that delayed the scheduled replacement of the crt-d. The crt-d and lv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.